Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery alarms from the reservoir. The customer's blood glucose reading was unknown. The customer stated that she received no delivery alarms but is usually able to resolve them by changing the reservoir out or doing a complete set change. The customer stated that she was able to replace 4 of 6 reservoirs. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs to troubleshoot.